Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The devices were not evaluated and no cause was determined, as the customer did not make the devices accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported the mattress slid off the litter. There was patient involvement; no adverse consequences to the patients was reported.